Manufacturer narrative:
The insulin pump was received button error alarm due to corroded keypad traces. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call of a button error from the insulin pump. The customer's blood glucose reading was 233 mg/dl. The mother stated that the pump alarmed button error in the middle of the night at camp. The customer was not sure if the button error did occurred right after the pump was exposed to moisture. The customer stated that a button was not pressed for 3 minutes or longer. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump. The customer will return the pump for analysis.